Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele and large perineal muscle defect. It was reported that the patient underwent cystoscopy with internal urethrotomy on (B)(6) 2010 and excision of urethral mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, bleeding, urinary problems, recurrence and numbness in right leg. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and obtryx transobturator mid-urethral curved sling was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/19/2017. (B)(4). It was reported that following insertion the patient experienced stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.